Event description:
An implant card was received indicating a patient's vns generator and lead were replaced due to infection. The explanted generator and lead model and serial number are unknown. Attempts to the reporter for additional information have been unsuccessful to date.